Event description:
Additional information reported that the cause of the patient¿s shortness of breath and patients clinical decline was rv failure with continual decline.

Manufacturer narrative:
Additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device- 12 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient began complaining if shortness of breath, the patient¿s flows dropped, and the patient coded requiring CPR and vasoactive medication support. The patient has stabilized, and no additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, the patient had shortness of breath, their flows dropped, and the patient coded requiring cardiopulmonary resuscitation (CPR), intubation and vasoactive medication support. The log files noted low flows and high pulsatility index events. The shortness of breath and patient's decline were due to right ventricular failure. On (B)(6) 2019, the patient passed away due to ventricular failure. The patient's outcome was not device or therapy related. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flows could not be conclusively determined through this evaluation, the account later reported that they occurred as the result of the patient "coding." The customer reported that no additional information will be provided. The submitted controller event log file captured transient low flow alarms on (B)(6)2019. Of note, elevated pi values were observed during the low flow events. The pump appeared to have functioned as intended at the set speed throughout the duration of the submitted data. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and death as adverse events which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h8: additional information manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of decreased flows, a specific cause for the observed low flow alarms could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The submitted controller event log file captured 10 transient low flow hazard alarms from 03:35:38 pm through 03:58:07 pm on (B)(6) 2019, associated with the calculated flow intermittently decreasing to values as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 5 minutes in duration, and no further low flow alarms were observed throughout the remainder of the data, which ranged through 04:25:10 pm on (B)(6) 2019. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The patient remains ongoing on (B)(6), and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.